Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported expired cement was implanted during hemi arthroplasty.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.